Event description:
The hospital reported out dated broken (foggy/blurry ) bag of scopes that were found. 7mm extended length endoscope s/n (B)(6) that are used for an endoscopic vein harvesting procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The device was returned to the factory on 12/08/2020. An investigation was conducted on 01/13/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact., no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be blurry. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported out dated broken (foggy/blurry ) bag of scopes that were found. 7mm extended length endoscope s/n (B)(4) that are used for an endoscopic vein harvesting procedure. No patient involvement.